Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sepsis and had a history of pump thrombosis. Log file analysis captured a couple of no external power events when the patient was switching to a new set of batteries. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. It was later reported that the source of the infection was tricuspid valve vegetation, (B)(6), possible splenic abcess, and possible empyema. The patient was admitted to the intensive care unit on intravenous (IV) antibiotics and the team was exploring surgical ways to get control the source areas.

Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: a specific cause for the reported infection and associated sepsis as well as a direct correlation with the device could not be determined through this evaluation. It was reported on (B)(6) 2020, that the patient was admitted for sepsis. The submitted controller event log file contained data from (B)(6) 2020 ¿ (B)(6) 2020, and appeared to show the pump operating as intended with overall stable parameters. The actual motor speed remained at or above the low speed limit for the duration of the log file. The lvad event log file recorded no atypical lvad faults. The submitted controller and lvad periodic log files contained data from (B)(6) 2020 ¿ (B)(6) 2020, and revealed normal pump operation with stable parameters. No atypical alarms or events were captured and the system appeared to be operating as intended. The patient remains ongoing on (B)(6), and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.